Event description:
It was reported that during introduction for a percutaneous coronary intervention, shaft fracture occurred. After unpacking the 2.00mm x 12mm maverick² balloon catheter and ready to be introduced to the patient, it was noted that the shaft of the device was fractured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during introduction for a percutaneous coronary intervention, shaft fracture occurred. After unpacking the 2.00mm x 12mm maverick² balloon catheter and ready to be introduced to the patient, it was noted that the shaft of the device was fractured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with a maverick 2 inner packaging pouch. The batch number on the packaging and device matched the reported batch. The balloon was tightly folded. There was a complete hypotube separation 83cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. There was no evidence that the confirmed separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).